Manufacturer narrative:
The adjudication minutes for this (B)(4) study patient were received. The adjudication minutes indicated: cva - major, ipsilateral, ischemic/embolic: procedure-related/device-related ¿ agree. Additional information received indicated: the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one precise® pro rx stent in the left proximal ica. The non-cordis/moma proximal embolic protection device was used during the procedure instead of angioguard¿ xp ecgw, as the lesion was severely unfavorable for distal protection device, as it appeared thrombotic and with a 99% stenosis, according to the catheterization report. Embolic debris was seen in the first 2 filter baskets, but the third basket was clear. The site reported a 0% final residual stenosis. The procedure was uncomplicated. The final angiogram showed no distal embolization or cut off vessels. Post-procedure, the patient was noted to develop slight slurring of his speech and some evidence of right hand weakness relative to his baseline. The patient started getting improved. However, that evening, his neurological condition worsened, he developed expressive and receptive aphasia, strength in his right hand and arm deteriorated. Neurology consultation was performed. At the time of consultation he continued to be densely aphasic. Neurological examination found the patient to be fully awake and alert. His speech was completely garbled. He was slurring. He had difficulty understanding the request. He did follow some visual cues when presented to him. Motor examination found mild right arm drift. His initial strength was noted to be 4/5 right hand grip and 5/5 proximally and distally in both legs and left arm. Sensory examination was not reliable. Diagnostic impression: status post acute ischemic infarct in the distribution of left deep penetrating mca branches, responsible for dense aphasia and right arm weakness. A head CT revealed no acute intracranial abnormalities. A CT angiography of the brain and neck revealed no significant stenoses in the left ica below the scull base and no severe intracranial stenoses or branch occlusion. Tpa was administered. The internal medicine consultation was performed. Neurological exam at that time found that the patient opened eyes but did not follow commands. There was no facial asymmetry. He spontaneously gripped on the left but did not release. He did not grip on the right. He did appear to be moving both lower extremities. Impression: tpa was administered with no improvement in neurological deficits. According to the neurological events form, the patient developed step-like onset of behavioral change, aphasia, dysarthria, reflex change, right hemineglect, right hemiparesis or hemiplegia, and right hemiataxia. The nih stroke scale score was 21 due to decreased loc, neither loc questions answered correctly, minor facial paralysis, no movement in the right arm, no movement in the right leg, limb ataxia in two limbs (right arm and right leg), severe to total sensory loss (right side), global aphasia, untestable dysarthria (no speech), and profound hemi-inattention and extinction to more than one modality. The rankin stroke scale score was 5. A head CT scan the day after the event, compared to a CT scan on the previous day, demonstrated subtle area of suspicious signal in the left frontal lobe near the convexity, which may represent artifact, though a subtle mass or edema cannot be excluded. A brain MRI revealed evidence of patchy watershed infarct in the left cerebral hemisphere in the frontal and parietal lobes. The infarct was non-hemorrhagic with no mass effect. There was also benign cavernous angioma near the atria of the left lateral ventricle. This showed no evidence of recent hemorrhage. According to the discharge summary, the patient showed interval improvement every day and at the time of discharge he was beginning to move his right upper extremity, began formulating words and was able to swallow. Hospital final diagnosis was low-flow induced cerebral vascular accident, middle cerebral artery distribution, with right hemiplegia, expressive and receptive aphasia, dysarthria, and dysphagia. The site completed neurological event form reporting neurological event of cerebral hyperperfusion syndrome. Source documents received reported an ischemic stroke. At 30 days follow-up visit the nih stroke scale score was 0 and the rankin stroke scale score was 2. Review of the adjudication minutes and additional information received do not change the file coding, reportability , evaluation codes, or complaint conclusion as currently captured.

Event description:
The report received from (B)(6) indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the ostial left internal carotid artery (lica) target lesion. A non-cordis embolic protection device was used for the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 0%. Twenty-four hours post index procedure the patient experienced the events of behavioral change, aphasia, dysarthria and reflex change. Additional information received indicated the patient experienced an ischemic stroke and was treated with tpa post-procedure. The patient was discharged five days after the procedure. The ostial left internal carotid artery (lica) target lesion was reported to be: a 99% stenosis, 30 mm. In length, thrombus present, 4.5 mm. Reference diameter, moderately calcified, mildly tortuous, and eccentric. The lesion was pre-dilated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15718777 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
As reported, twenty-four hours post index procedure the patient experienced the events of behavioral change, aphasia, dysarthria and reflex change. Additional information received indicated the patient experienced an ischemic stroke and was treated with tpa post-procedure. The patient was discharged five days after the procedure. The patient had a precise 9 x 40 stent successfully implanted in the ostial left internal carotid artery (lica) target lesion during the index procedure. A non-cordis embolic protection device was used for the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 0%.the ostial left internal carotid artery (lica) target lesion was reported to be: a 99% stenosis, 30 mm. In length, thrombus present, 4.5 mm. Reference diameter, moderately calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. The patient¿s risk factors include: previous cea recurrent stenosis and age > 75. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15718777 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death, 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.